Event description:
The customer's spouse called to report that patient had been hospitalized for dka. The customer was treated with an insulin drip while at the hospital. The customer tried to troubleshoot, but was unable due to display anomaly. The customer was instructed to continue with their back up plan per md protocol and a replacement will be sent. The next day, the customer called back for assistance. The customer wanted to get their basal rates. The customer was advised that they would need to contact their md for their rates.